Event description:
Hospital advised that a pt with a diagnosis of malignant neoplasm was admitted in 2001. Pump was set up to infuse morphine in a concentration 50mg in 50cc of d5w concentrate. Rate was set at 2 cc/hr. The bag empited in 3 hours. This occurred on event date. Hospital advised there were two occurrnces on the same pump on the same pt. Details of the first occurrence are not available. After the first observation by a user that the pump was infusing too fast, the pump was removed from the pt, and set aside. However, there was not a note on the pump indicating that there had been a problem indicating it is not to be used. Pump was set up on the same pt a second time with the morphine infusion as described. There was no pt consequence or medical intervention as a reuslt of the overdose of morphine.